Event description:
The following description of the event and condition of the pt was documented by the carefusion (B)(6) sales mgr and relayed to carefusion technical support in (B)(4) via email. "The triplets at (B)(6) are now all taken off lp, and are back on our competitor's inspire generator. To use their words: it is still rain out, but to a much smaller degree. All three developed skin irritation and open injuries (quite severe - one of them had open, bleeding wounds). The skin was red and bluish around the nose, one had a wound on the tip of his nose, two of them had deep marks from the enteral feeding tubes. They had to remove the feeding tubes from the nose and insert them through the mouth instead. The pictures are taken two days after they were put back on "inspire", so it looks less severe, but we can assure you, it did not look nice."

Manufacturer narrative:
(B)(4). The carefusion sales mgr in (B)(4) discussed the incident with the user facility and determined the following items as contributing factors in the root cause of the reported incident. The size of mask chosen for the pt was too small, the next larger mask size may have been more appropriate for the pt. The mask may have been tightened too tight on the pt's nose, causing pressure sores. The constant wet environment caused by excessive rainout may have increased the risk of irritated and damaged skin. The carefusion (B)(4) sales mgr did not determine a possible cause for the excessive rainout. A fisher and paykel mr 850 humidifier with a fisher and paykel rt132 infant continuous flow breathing circuit was in use with the pt. The carefusion lp series of generators, nasal prongs and nasal masks are the next generation of pt interface devices from carefusion. As such, the user facility's lack of experience with these devices may have been the underlying cause of the reported event.